Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device would not orient properly and would not rotate properly to adjust. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed a reportable event based on the investigation results; bowing out of plane.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. An evaluation was performed and found that the initial tip orientation was out of specification. The orientation of the distal tip could be adjusted left or right by rotating the handle and set within specification. Funcionally, the device would bow past the 90 degree minimum bowing specification but the bowing was not in plane. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to usage/handling during the procedure. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.